Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 48 months ago. Vessel morphology at the time of implant was not reported. It was reported that the patient presented symptomatically approximately 1 month ago, and the CT demonstrated that the bifurcated stent graft had migrated 10 mm distally, resulting in a proximal type I endoleak. At the time of migration, the aneurysm was 8 cm in diameter, and the vessel morphology was reported as mild tortuosity and mild calcification. The aortic neck was 23 mm in length, reverse-funnel shaped and ranged in diameter from 22 mm to 30 mm distally, and had angulation of 20 degrees. The cause of the migration was attributed to disease progression with aortic neck dilatation. The physician elected to intervene for the endoleak and migration with an aneurx aortic cuff (MFR report #2953200-2010-01307); however, the aortic cuff was placed lower then intended, and there was still a type I endoleak. The physician then placed a 30 mm talent aortic cuff, which successfully resolved the type I endoleak. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: endoleak, graft migration. Disease progression; reverse-funnel shaped aortic neck with dilatation.